Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Complaint was confirmed through onboard testing, further performance testing showed signs of a worn out/faulty clutch. The repairs were done by replacing the barrel clamp housing, barrel clamp potentiometer, clutch set and also a cracked right side plunger case. Pump was recalibrated and passed all performance verification tests. Updated software to v6.0.3 and reset configuration to standard.

Event description:
It was reported that the device had a constant invalid syringe size error. There was no patient involvement, and no patient harm/adverse event reported.